Event description:
Per the clinic, the patient experienced a post operative wound infection at implant site. Additional information has been requested but has not been made available as of the date of this report.